Manufacturer narrative:
Of the 1 allegation of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, 1 were found to be malfunctioning due to moisture ingress this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a temperature issue where the pump was damaged and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 33-33 years of age and between 0 and 0 pounds. Of the reported patients, 1 was female.